Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis unit initially displayed an asterisk instead of zero and was rebooted. A field service engineer (fse) arrived on site, reseated the hard drive cables and power connections, and rebooted the station. The pyxis unit was then reimaged, and data synchronization was completed. The fse encountered an issue with thumb drives not functioning correctly, requiring the use of three separate thumb drives to successfully complete the reimage process. After completion, remote smart service (rss) connectivity was verified and the station successfully auto launched, confirming normal operation. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es initially displayed an asterisk (*) instead of a zero, and after a reboot, it failed to fully restart, shown a black screen with a spinning timer. The customer attempted multiple reboots resulted on the same behavior, with the device remained stuck on the black screen for approximately 10 minutes, despite waited a full minute before powered it back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.